Event description:
Pt's mom reported that cadd legacy pump sn (B)(4) had an alarm goes off, showed some kind of ic# on the display, she couldn't remember exact number, and would not reset. She switched to her other pump and did not miss any therapy. We are sending her a replacement pump and they will return the malfunctioning pump. Dose or amount: 40ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2015 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.